Event description:
The recipient reportedly experienced loss of lock following head trauma. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed a broken antenna coil wire. In addition, the electrode was severed near the array and damaged along the lead prior to receipt which are believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken antenna coil wires. In addition, damaged electrode wires were confirmed along the lead which is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device had broken antenna coil wires. A corrective action was implemented. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.